Event description:
Account alleged a visitor was walking by the bed and tripped on the pt pendant cord. The visitor injured her right ankle due to the fall. She was sent to the emergency room for x-rays. X-rays were negative for any breaks or fractures. This event occurred in 2006, but not reported to hill-rom until 3 months later. The facility did not record the bed's serial number.

Manufacturer narrative:
There is a potential trip hazard with our patient pendant cord if the cord management device is not being used. The potential hazard exists when the cord management clip, which is part of our pt pendant cord, is not attached to the bed linen as specified in the installation instructions. If the pt pendant cord management clip is not used, the pt pendant cord will loop and rest on the floor beside the bed, presenting a potential trip hazard. Action taken: a modification to the MFR process and to the installation instructions has been implemented to reduce the length and the size of the loop of the versacare pendant cord. The customer notification letter has been issued to consignees informing them of the potential risks, with the request that they follow the enclosed instructon immediately. The customer notification also requests that each customer inform hill-rom of completion of the correction to the product. Please reference hill-rom MDR 1824206-2006-00038.